Manufacturer narrative:
Received a (B)(4) about an g2 filter, the catalog number and lot number were not provided. A manufacturing review could not be performed as the lot number was not provided. The patient's weight was not provided by the report source. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported event. Per the reported event details, an unsuccessful attempt to retrieve the filter was performed in 2008. It is possible the limbs detached during the retrieval attempt. However, the definitive root cause is unknown. (B)(4).

Event description:
It was reported that approximately six years post filter deployment, a CT scan demonstrated five detached filter limbs. Three detached filter limbs are in the lungs and two detached limbs remain embedded in the ivc wall. The filter was retrieved successfully; although, no attempt were made to retrieve the detached filter limbs. The patient is reported to be in good condition.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file indicated attempts were made to the user facility to obtain information pertaining to patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy). The file was documented with relevant info but not reported. The user facility was able to provide new patient information, which was updated in the appropriate sections.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the decision was made to place a vena cava filter in a post trauma patient. The left common femoral vein was accessed and a guidewire and catheter were advanced into the ivc. A venacavagram was performed demonstrating a single ivc with no filling defects and inflow from both renal veins. The filter was deployed in an infrarenal position. Follow-up contrast injection corroborated the position. The patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided. There was no specific deficiency alleged in the medical records. The investigation is inconclusive for the reported issue. Per the reported event details, an unsuccessful attempt to retrieve the filter was performed in 2008. It is possible the limbs detached during the retrieval attempt. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: possible complications include, but are not limited to, the following: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Filter removal: - use only the bard recovery cone removal system (packaged separately) to retrieve the g2 filter. Use of other removal devices has resulted in recurrent pulmonary embolism. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately six years post filter deployment, a CT scan demonstrated five detached filter limbs. Three detached filter limbs are in the lungs and two detached limbs remain embedded in the ivc wall. The filter was retrieved successfully; although, no attempts were made to retrieve the detached filter limbs. The patient is reported to be in good condition. Additional information: approximately four months post filter deployment, an unsuccessful filter retrieval procedure was performed. The filter was reportedly extending beyond the caval wall as well as detached filter limbs; three limbs in the lungs, two limbs in the caval wall. Approximately six years six months post filter deployment, the filter was successfully removed; however, no attempt was made to retrieve the detached filter limbs.

Manufacturer narrative:
A further clinical review of this event identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the decision was made to place a vena cava filter in a post trauma patient. The left common femoral vein was accessed and a guidewire and catheter were advanced into the ivc. A venacavagram was performed demonstrating a single ivc with no filling defects and inflow from both renal veins. The filter was deployed in an infrarenal position. Follow-up contrast injection corroborated the position. The patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided. There was no specific deficiency alleged in the medical records. The investigation is inconclusive for the reported issue. Per the reported event details, an unsuccessful attempt to retrieve the filter was performed in 2008. It is possible the limbs detached during the retrieval attempt. However, the definitive root cause is unknown. The current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Filter removal: use only the bard recovery cone removal system (packaged separately) to retrieve the g2 filter. Use of other removal devices has resulted in recurrent pulmonary embolism. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately six years post filter deployment, a CT scan demonstrated five detached filter limbs. Three detached filter limbs are in the lungs and two detached limbs remain embedded in the ivc wall. The filter was retrieved successfully; although, no attempts were made to retrieve the detached filter limbs. The patient is reported to be in good condition. Additional information: approximately four months post filter deployment, an unsuccessful filter retrieval procedure was performed. The filter was reportedly extending beyond the caval wall as well as detached filter limbs; three limbs in the lungs, two limbs in the caval wall. Approximately six years six months post filter deployment, the filter was successfully removed; however, no attempt was made to retrieve the detached filter limbs.